Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebp1801 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the patient arrived for antibiotic therapy when the nurse noticed the piv was leaking at the site when it was flushed. The nurse proceeded to do a dressing change, removed the statlock from the device and the catheter was missing from the hub. The insertion site was accessed and no catheter was noted. A tourniquet was placed at the level of the axilla and interventional radiology was notified. Interventional radiology located the catheter in the basilic vein and recommended to leave the catheter. General surgery was contacted and the patient was taken to the emergency room per the surgeon request for pre-op evaluation.